Event description:
This pt was implanted with the freehand system in 1996. In approx 4/1997, the freehand implantable receiver-stimulator (irs) became esd converted, but the system was successfully reprogrammed and was then fully functional. The pt has since used the device on a very limited basis due to unrelated medical issues. In 2001 the pt reported receiving uncomfortable "shocks" at the time the device is turned on, which has happened with sufficient frequency to discourage the pt's use of the device. The problem could not be confirmed through testing that was performed at that time. However, based upon the results of recent pt testing, the problem has been confirmed and it is now believed that the freehand irs has malfunctioned. It is likely that the malfunction is due to water vapor generated inside the irs capsule, a problem that was the subject of a previous recall (ref. Neurocontrol product removal report 9028925-11/7/00-003-r). Irs replacement will require surgical intervention, after which a follow-up report will be submitted.